Manufacturer narrative:
(B)(4). Date sent: 6/05/2026. B3: only event year known: 2026. D4: batch #t5c266. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Investigation summary: this is an analysis for the photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos show a packing with product code gst60g, lot # t40g16, exp. Date: 2028-03-31. Additionally, inside the package a green cartridge with the retainer loaded has been observed. The lot t40g16 number was reviewed, and it belongs to a b12lt trocar. Additionally, the artwork print on the tyvek was reviewed and compared with authentic package artwork and did not match the artwork print due to several inconsistences noted on the printed and does not comply with j&j standard. Based on the photos reviewed, the counterfeit product is confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the customer received allegedly defective products. There was no patient consequence reported. No additional information provided.